Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient - who undergone two ablations - felt palpitations and presented at the hospital on (B)(6) 2016. Mode switch failure with sustained fast ventricular tracking (about 130min-1) was diagnosed. The reporter indicated that the external ECG revealed wenckebach upper rate response during atrial tachycardia(s). Initial reprogramming to vvi (on (B)(6)) and then to ddi ((B)(6)) obviously terminated fast tracking and the patient felt better. On (B)(6), the device was reprogrammed to safer and a follow-up was conducted on (B)(6). Because the patient was considered being at risk for atrial tachycardia with no possibility to influence mode switch behaviour, it was decided to switch back to ddi mode (av conduction seems to be ok, patient suffers from sick sinus syndrome without av block).

Event description:
Reportedly, the patient - who undergone two ablations - felt palpitations and presented at the hospital on (B)(6) 2016. Mode switch failure with sustained fast ventricular tracking (about 130min-1) was diagnosed. The reporter indicated that the external ECG revealed wenckebach upper rate response during atrial tachycardia(s). Initial reprogramming to vvi (on (B)(6)) and then to ddi ((B)(6)) obviously terminated fast tracking and the patient felt better. On (B)(6), the device was reprogrammed to safer and a follow-up was conducted on (B)(6). Because the patient was considered being at risk for atrial tachycardia with no possibility to influence mode switch behaviour, it was decided to switch back to ddi mode (av conduction seems to be ok, patient suffers from sick sinus syndrome without av block).

Manufacturer narrative:
The following information was missing in the initial medwatch report: the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis results showed that the subject pacemaker operated as specified.

Event description:
Reportedly, the patient - who undergone two ablations - felt palpitations and presented at the hospital on (B)(6) 2016. Mode switch failure with sustained fast ventricular tracking (about 130min-1) was diagnosed. The reporter indicated that the external ECG revealed wenckebach upper rate response during atrial tachycardia(s). Initial reprogramming to vvi (on (B)(6)) and then to ddi ((B)(6)) obviously terminated fast tracking and the patient felt better. On (B)(6), the device was reprogrammed to safer and a follow-up was conducted on (B)(6). Because the patient was considered being at risk for atrial tachycardia with no possibility to influence mode switch behaviour, it was decided to switch back to ddi mode (av conduction seems to be ok, patient suffers from sick sinus syndrome without av block).